Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00318. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00230.

Manufacturer narrative:
Per additional information received, this was a duplicate of ge healthcare complaint (B)(4) which is not reportable. Initial information received for the reported event was inaccurate. Per additional information received, this was a duplicate of ge healthcare complaint (B)(4) which is not reportable. Initial information received for the reported event was inaccurate.

Manufacturer narrative:
Replaced bellows housing to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit had a leak from the bellows housing and the mechanical ventilation is not available. There was no reported patient involvement.